Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling caused the peeling to occur. However, a definitive root cause could not be determined. The instruction manual operation manual ¿chapter 3¿ preparation and inspection¿ 3.3 ¿inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, and insertion pipe had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited adhesive peeling off the tip of the objective lens. There were no reports of patient involvement.